Event description:
Event was reported to caldera medical by an attorney. The patient suffered mental and physical pain and suffering, sustained permanent injury, further corrective surgery, impaired physical relations, constant pain and dyspareunia. No further information has been provided.